Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after implant, unstable sensing threshold was observed. Later at lead revision procedure, it was found that the helix was not deployed deep enough into the myocardium. The issue was resolved after the lead revision.